Event description:
An endeavor resolute rapid exchange (rx) drug- eluting coronary stent delivery system length 38mm, diameter 3.0mm was used to treat a lesion in a patients lad. It was reported that the stent dislodged when the physician was attempting to cross a lesion and the stent was retrieved from the guide catheter. It was reported that the lesion was successfully treated with two other endeavor resolute stents. The stent deliver system was returned to medtronic for eval. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: stent dislodgement. Root cause for dislodgement cannot be determined.